Manufacturer narrative:
Two (2) photos were provided showing leakage residuals on the black material of the pump carrier and leakage residuals from the microclave to female luer of the mating device connection. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for the possible lot numbers were reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
D4: lot number has been updated as plots as 2 possible lot numbers are provided. Lot number: 14321133 with start date 13mar2025 and expiry date is 01feb2030. 14292925 with start date 24feb2025 and expiry date is 01feb2030. One device was returned for investigation. It was reported that two (2) photos were provided showing leakage residuals on the black material of the pump carrier and leakage residuals from the microclave to female luer of the mating device connection. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
An event occurred involving a microclave¿ clear connector where the customer reported that after home treatment with a patient receiving chemotherapy drug 5-fluorouracil (5-fu) and the cadd vip infusion pump, the patient returned with leakage observed between the connection of the extension of the 100 ml cassette and the microclave, which was placed on the luer lock connection to seal the cassette. Additionally, it was noted that 5-fu had solidified in the transport bag and at the connection between the microclave and the cassette extension. There was patient involvement, and no delay in therapy; harm was not reported as a consequence of this event.